Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a2dr01 ipg, implanted (B)(6) 2015. (B)(4).

Event description:
It was reported that one week after a device change only the patient presented in their physician's office complaining of feeling lightheaded and dizzy. An x-ray revealed that the patient's chronic right ventricular (rv) lead had pulled back from the implant location resulting in loss of capture. In addition, the chronic right atrial (ra) lead had pulled back from the implant location resulting in high pacing thresholds. Both leads were successfully repositioned. No patient complications have been reported as a result of this event.